Event description:
It was reported the patient had a lead revision on 2014-(B)(6). No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional review of the information indicated that it was unknown what was revised on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v436025, implanted: (B)(6) 2010, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID 3389s-40, lot# va0e6h5, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# v436025, implanted: 2010-(B)(6), product type lead. Product ID neu_un known_ext, product type extension. Product ID neu_unknown_ext, product type extension. Product ID neu_ins_stimulator, product type implantable neurostimulator. (B)(4)